Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump's whole back end broke off. The damage was located at the bottom of the insulin pump where the dome sticker and drive support cap are located. Customer's blood glucose level was 68 mg/dl. The customer treated his blood glucose level with food. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and broken end cap also, unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.